Manufacturer narrative:
Based on the claim against the product by the customer noting that the recognition issue on the universal surgical manipulator (usm) an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse did not find any issue. System tested and verified as ready for use. The complaint regarding recognition issue on the usm was confirmed based on field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was unable to recognized the universal surgical manipulator (usm). An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and noted errors 22020 and 282. The procedure was converted to open surgery. There was no report of injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the procedure was a hysterectomy. The reporter could not confirm the delay between 15 to 30 minutes. The surgeon did not go into the procedure anticipating possibility of converting/aborting due to patient anatomy. The procedure was converted and the patient tolerated the change. There was no any injury to the patient and there was no any system malfunction prior to procedure conversion. There was no any harm to the patient due to system malfunction. The surgeon did not have clue about what caused or contributed to the reported system malfunction. The system was inspected prior to use and there was no any issues noted during set up of the system. It was unknown how long had the procedure been in progress when the issue occurred. The patient did not experience post-operative complications.